Manufacturer narrative:
Film analysis: the reported stent graft infolding and endoleak were confirmed on the films received. It appears most likely that oversizing of the bifurcate with use of a 36mm stent graft within the reverse tapered aortic neck led to the radial infolding. The observed infolding in the proximal stent graft is expected to have been a factor in the occurrence of the proximal endoleak. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. Analysis of the returned film did not reveal any out of specification stent graft integrity issues. Additional information received: it was reported that during the intervention, a non-mdt stent was implanted along with coiling to re solve the endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular treatment of an 92 mm pre-operative ruptured aneurysm. It was reported that a CT was performed a week later and it was noted that the device was infolded and an endoleak type ia occurred through the gap. As per the physician, the cause of the event was that the stent graft was over-sized. It was stated that the diameter of the native blood vessel was approximately 22mm just below the renal artery, it was indicated that the infold issue was caused by the excessive oversize. It was noted that the aortic neck was reverse tapered. It was reported intervention was performed and the endoleak was reportedly resolved as per the physician at the follow up CT. No additional clinical sequelae were reported and the patient is being monitored.